Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician and the case was reassessed as serious/unexpected. On (B)(6) 2016, the patient's treatment included baclofen 500 gml at 62 g/day, intrathecally via an implantable infusion pump for intractable spasticity and multiple sclerosis. On (B)(6) 2016, the patient's treatment included baclofen 1000 g/ml, at an unspecified dose and frequency, intrathecally via an implantable infusion pump, for spasticity and contractures associated with multiple sclerosis. Medical history included intractable spasticity, multiple sclerosis (advanced with limited use of all 4 extremities; non-ambulatory), bruises/bleeds easily (on blood thinners), an implantable infusion pump and intrathecal catheter (implanted on (B)(6) 2002), an implantable infusion pump (implanted on (B)(6) 2009), and an implantable infusion pump (implanted on (B)(6) 2016). Concomitant products included ascorbic acid (vitamin c) at 500 mg, orally; aspirin (acetylsalicylic acid) at 81 mg, orally; lipitor (atorvastatin calcium) at 80 mg, orally; lioresal (baclofen) at 10 mg, 3x/day orally; brilinta (ticagrelor) at 90 mg, orally; calcium carbonate at 1000 mg, 1x/day orally; cholecalciferol (vitamin d) orally; klonopin (clonazepam) at 1 mg, 1x/day orally; vibramycin (doxycycline hyclate) at 100 mg, 2x/day orally; prozac (fluoxetine hydrochloride) at 40 mg 1x day orally; prinivil (lisinopril) at 10 mg, orally; imodium (loperamide hydrochloride) at 2 mg, as needed orally; theragran multivitamin orally; tysabri (natalizumab) intravenously; and calcitrate. On an unspecified date in (B)(6) 2016, the patient developed an abdominal abscess suspected to be cellulitis and reported by infectious disease as (B)(6). On (B)(6) 2016, the patient experienced "a bump about a quarter inch to the side of the pump." The patient felt the bump was sticking up against the pump and was next to it. The skin around the pump was irritated and the area was "angry red looking along the incision site." The patient felt the pump was causing the inflammation. The patient was hospitalized from (B)(6) 2016 with the diagnosis of cellulitis of the abdomen and on an unspecified date (reported as only recently relative to (B)(6) 2016), the baclofen pump was explanted, after which the cellulitis was resolving. After the pump explantation, the patient's spasticity had become "quite severe and he was developing early contractures." The had some increased contractures of the left upper extremity since the baclofen pump was explanted. It was thought that those should be reversible with therapy. The patient had "significant" side effects from oral baclofen. As of (B)(6) 2016 the patient was receiving unspecified IV (intravenous) antibiotics. On an unspecified date, the patient was seen by his physician and a review of systems revealed fatigue, shortness of breath, leg swelling, weakness and numbness. The patient reported some nausea which was associated with the antibiotic. He had the musculoskeletal symptoms of myalgias, spasticity, back pain, arthralgias, neck pain, and neck stiffness. He bruised and bleeds easily and was on blood thinners. With that assessment, a psychiatric assessment was positive for dysphoric mood and nervousness. Once the patient was free of infection, the treatment plan was to address the spasticity with a baclofen pump reimplantation and minimize oral medications if possible. No additional information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 62mcg/day. The pump's indication for use was listed as intractable spasticity. The patient had redness over the pump pocket. The patient was given antibiotics. The event date was reported as one week ago. It was noted that the pump was replaced on (B)(6) 2016. Additional information from the physician indicated that the cause of the redness over the pump pocket was cellulitis. This developed one month after the pump was replaced. A cbc lab test was performed - non diagnostic.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer on 2017-feb-07. It was reported that the patient had an infection at the pocket and experienced a fever, redness, swelling, and the incisional wound never healed properly. This was considered a gradual change in therapy/symptoms. It was noted that the symptoms appeared within two weeks after the pump was installed and that at first it was just a little redness or little red spot but then it became a lot of redness. It was stated that it was unknown if an infection was confirmed and that the patient wasn¿t given a specific name of a strain. It was indicated that they could tell by visual assessment and started treating the patient and stated that they may have confirmed the infection but the patient was not sure. It was noted that the infectious disease doctor was hoping for some drainage so they could culture but the patient never had any drainage. It was indicated that the infection was associated with the implant event on (B)(6) 2016 when the pump was replaced due to longevity. Both intravenous (IV) and oral antibiotics along with a total system explant were reported as interventions. The pump and catheter were removed in the first week of (B)(6) 2016 due to infection. The patient continued to be treated for infection after explant with IV and oral antibiotics. The patient experienced a lot of spasticity and had to take 90 mg of oral baclofen a day. It was stated that it was harder for the patient to move his legs but was easier to stand up. It was reported that the patient got a new pump (B)(6) 2017 after the infection cleared.

Event description:
Additional information received reported that the patient had a bump about a quarter inch to the side of the pump. The patient said the bump was sticking up against the pump (next to it). The patient stated the skin around the pump was irritated and that the area is angry red looking along the incision site. The patient said infection was ruled out and that no pus is coming from the incision. The bump seems to be causing the inflammation. The patient wanted to see a picture of what a pump looks like before their next appointment.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.